Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and was intubated in the intensive care unit (ICU). The right atrial (ra) lead exhibited no capture and undersensing. The lead was programmed off. No further patient complications have been reported as a result of this event.